Event description:
A caller reported an alarm 2 that was related to an occlusion event which had occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as their bg did not exceed 500 mg/dl and the cgm did not read ¿high.¿ the customer resolved the issue by resuming insulin and reported experiencing frequent occlusion issues. Further assistance was requested following the call.